Event description:
FDA/medsun report rec'd reporting a (B)(6) 2013 incident involving one (1) mc3302r 7" smllbore ext. Set w/remv. Microclave clear. It was reported attending "rn was disconnecting pt to hep-lock her PICC line. The end of the tubing was very hard to disconnect from the pt. The tubing on the end of the tubing that connected directly to the pt's PICC line was the extension tubing with the purple clamp. Upon closer assessment, rn noted a crack in the luerlock housing of the extension with the purple clamp." There were no reported adverse pt consequences. The involved mc3302r devices were not returned to the mfg for analysis and confirmation. (B)(4).

Manufacturer narrative:
Mfrs investigation: other - during the (B)(4) 2013 timeframe ICU medical clinical and product specialist teams met with the facility clinical resource value analysts and dept staff to review/evaluate each of the departments/units clinical protocols and applications specific to their intended device usage of the ICU medical IV sets/microclave products and the various mating/access device products that would be used with the ICU medical products. In addition to in-servicing, approx seventeen (17) various IV, admin, primary device sets; stopcocks from the facilities inventory were evaluated for various product performance and compatibility features including dimensional luer compatibility, priming vol., flow etc. The results identified/documented both compatible products and those that were not compatible and/or exhibited unsatisfactory performance i.e. Flow reductions, attachment issues etc. The info was provided w/o prejudice to the clinical and inventory staff for final determinations and inventory assessments. It is the MFR understanding that as of (B)(4) 2013 facilities inventory/usage was modified and compatibility issues resolved. Conclusion: the involved mc3302r devices were not returned for analysis and confirmation. The exact cause(s) of the reported product issue are unk. However based on site assessments/activities it is suspected that the mc3302r sets were accessed/mated and/or used with incompatible devices.